Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The valve actuation test passed. The system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. The device history review found no related items.

Event description:
A peritoneal dialysis patient reported feeling fuller than usual in dwell 3. The patient performed a manual drain. The patient experienced increased intraperitoneal volume. The cycler will be replaced. There was no report of patient injury or adverse event.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported feeling fuller than usual in dwell 3. The patient performed a manual drain. The patient experienced increased intraperitoneal volume. The cycler will be replaced. There was no report of patient injury or adverse event.